Manufacturer narrative:
The technician replaced the left head siderail to repair the bed.

Event description:
Information received indicates the beds left head siderail was physically broken at the upper pivot and hanging by the wires.